Manufacturer narrative:
D6 implant and explant date unknown. The investigation for the reported low pump flow issue has been completed. Data logs showed there were recurrent "suction" alarms upon pump activation; the alarms were accompanied by low pump flow and low motor current pulsatility. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The pump was started, and low flows were experienced. The impella was removed. There was no patient harm reported.